Manufacturer narrative:
The device is expected to be returned for analysis. However, the device has yet not been received. As the device was not returned, we are unable to perform further root cause analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the stroke procedure, the microcatheter was reported to have broken and separated. Suctioned was performed twice with penumbra ace but the target vessel was not revascularized. Then a trevo 3mm was used and made 2 passes, but still the vessel was not revascularized. The vessel was suctioned once again with penumbra ace, then the physician tried to make another pass with trevo4-20 but strong resistance was felt upon removing the clot and the device was not retrieved. At that time, penumbra ace was also in use as an ancillary device, and the physician removed the trevo and microcatheter with the penumbra ace. The removed devices were checked, and the microcatheter was found torn and separated in the middle, and the trevo seemed to be stretched. The separated piece of microcatheter was located inside the penumbra ace. A continuous flushed was used during the procedure. The devices were not noted to have been damaged prior to use. The micorcatheter was used as an inner catheter of pemunbra ace from the initial pass.

Manufacturer narrative:
A small section of the marksman catheter was returned for analysis. The section that was received was approximately 10.0cm. The marksman micro catheter appears to have separated at the taper distal shaft transition. The remainder of the catheter was not returned; however, the images were provided of the missing segment. In the images provided, the competitor device is protruding from within the separated distal end of the marksman proximal segment. The marksman micro catheter appears to be accordion within the taper shaft section, approximately 20.0cm from the separated location. In addition, the marksman¿s inner wire appears to be wrapped around the protruding portion of the competitor device. No other anomalies were observed with these images. The marksman micro catheter segment was inspected. The tubing material at the broken end exhibited jagged edges and stretching. The inner wire was found to be missing from the proximal end of the marksman distal segment. The marksman distal segment was found stretched with necking at the distal end. The marksman distal marker band and tip were found intact. An in-house mandrel was inserted into the marksman distal tip lumen and became stuck. The marksman micro catheter surface was noticed to be irregular. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on the device analysis, customer images and reported information, the reports of catheter separation/break were confirmed. In the images provided by the customer, the competitor device appears to be stuck inside the broken marksman catheter. The broken ends of the returned marksman catheter exhibited with jagged edges, stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. From the damages seen on the marksman catheter body (accordioning/separating/broken wire), it appears there was excessive force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance or retrieve the competitor device through the marksman micro catheter against high resistance; subsequently causing the catheter to separate. In this event, the user context may have contributed to the reported issues as the user continued to use the competitor device despite of high resistance. Vessel tortuosity can contribute to resistance; however, information regarding vessel tortuosity was not available. The lot history record showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the marksman IFU (instructions for use): ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the stroke procedure, the marksman was reported to have broken and separated. Suctioned was performed twice with penumbra ace but the target vessel was not revascularized. Then a trevo 3mm was used and made 2 passes, but still the vessel was not revascularized. The vessel was suctioned once again with penumbra ace, then the physician tried to make another pass with trevo4-20 but strong resistance was felt upon removing the clot and the device was not retrieved. At that time, penumbra ace was also in use as an ancillary device, and the physician removed the trevo and marksman with the penumbra ace. The removed devices were checked, and the marksman was found torn and separated in the middle, and the trevo seemed to be stretched. The separated piece of marksman was located inside the penumbra ace. A continuous flushed was used during the procedure. The devices were not noted to have been damaged prior to use. All the devices were used and prepared per their IFU. Note: photos were provided by the customer, and those are now available on the pe. The marksman was used as an inner catheter of pemunbra ace from the initial pass. Ancillary device - optimo9f, pemunbraace, trevo3mm/4mm.